Event description:
Caller from account reported a malfunction of the unit which had occurred 2-3 days earlier. He stated that the unit appeared to be overfilling by 10-15 ml on stations 2, 3, 4, and 5 and that the load cell reading was drifting so that the unit had to be manually calibrated after each bag was compounded. The caller said the bags were dispensed to pts, who were adults and who had experienced no untoward effects. The user was advised not to use the unit which was swapped out.

Manufacturer narrative:
The unit was dirty and was tested as received. It passed all accuracy tests, however the load cell demonstrated some drift. Unit was released to repair. The repair technician found an intermittent potentiometer to be causing the load cell drift. Unit was repaired and has passed qa final inspection.